Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The involved device was not returned. The evaluation found no potentially contributing factors. It was reported that the connection between the adapter and cartridge was damaged during connection. The reported issue was not used as intended. The most likely cause could not be identified because no related problem was detected with the device. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The evaluation detected an unreported condition: device partially fired the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance:1. Release the down/fire button, and any other button or toggle that may be pressed. 2. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. 3. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. 4. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. 5. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the connection between the adapter and cartridge was damaged during connection prior to firing. The device was replaced with a new additional reload. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.